Event description:
Discordant sodium (na) results were obtained on a dimension vista 1500 instrument. In addition, qc results were reported high. The discordant sodium results were not reported to the physician. The samples were re-tested on a different dimension vista 1500 instrument. There are no known reports of patient intervention or adverse health consequences due to the falsely high sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse observed high and negative fluid deltas. The fse performed three advanced integrated multisensor technology (imt) cleans and replaced the sensor. The qc was then rerun and reported in range. The cause of the falsely high sodium results was determined to be imt malfunction. The instrument is performing within specifications. No further evaluation of the device is required.